Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her hysterosalpingogram demonstrated that essure coil was not properly positioned and was seen extending into the endometrium (embedded device), amongst non-serious events. Consumer underwent a hysterectomy, more than five years after the insertion. Embedded device is anticipated in essure's reference safety information. The exact time point and mechanism of device embedment is not known, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to the surgical intervention required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil was not properly positioned and was seen extending into the endometrium") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2013, 1778 days after starting essure, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia and pelvic pain outcome was unknown. The reporter considered embedded device, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013: hysterosalpingogram; right essure coil was not properly positioned and was seen extending into the endometrium. This spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her hysterosalpingogram demonstrated that essure coil was not properly positioned and was seen extending into the endometrium (embedded device), amongst non-serious events. Consumer underwent a hysterectomy, more than five years after the insertion. Embedded device is anticipated in essure's reference safety information. The exact time point and mechanism of device embedment is not known, however, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to the surgical intervention required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was not properly positioned and was seen extending into the endometrium / device had migrated / migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2013: hysterosalpingogram - right essure coil was not properly positioned and was seen extending into the endometrium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was not properly positioned and was seen extending into the endometrium / device had migrated / migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, dysmenorrhoea, menorrhagia, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2013: hysterosalpingogram - right essure coil was not properly positioned and was seen extending into the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was not properly positioned and was seen extending into the endometrium / device had migrated / migration') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2013: hysterosalpingogram - right essure coil was not properly positioned and was seen extending into the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, essure removal date and patient's demographics and product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.